Event description:
Pt with ICD implanted 2/23/96. Admitted to hosp 10/7/96 with back pain. Pt received call to check device. Device checked, pt coded due to low potassium. Pt received 10 internal defib and three external. Pt has a pacemaker in. Dr feels the energy from the external defib was shunted down the ventricular lead of the pacer therefore ruining the lead functions.